Manufacturer narrative:
The bed exit alarm was checked by the technician and was found to function as designed.

Event description:
The account alleged that the bed exit alarm does not function. No patient impact.